Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the patient was going to be scheduled for a revision, but had not yet been scheduled.

Manufacturer narrative:
Other applicable components are: product ID 3487a-33 lot# j0348862v implanted: (B)(6) 2003. Product type lead product ID 3487a-33 lot# j0348867v implanted: (B)(6) 2003. Product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) and a consumer regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient was not receiving therapy benefit. The patient had impedance measurements taken and are as follows: 0-3 lead 0 2443 1 1 557 2 535 3 535 8-11 lead 8 596 9 666 10 2411 11 3093 the patient had their previous ins replaced for normal battery depletion. The rep stated that before the surgery all impedances were good, as well as when they were checked intra-operatively. The rep reported that during surgery there was a lot of fluid at the revision site. The rep reported that after the ins was replaced some impedances were higher than normal in the 2-4k range. The rep stated that post-operative ((B)(6)) when the stimulation was turned on the patient felt tingling to the side of the ins. On (B)(6) when programming was attempted the patient still feels tingling near the ins and impedances are still off (2-3k on some contacts). The rep attempted to try different electrode combinations and no pairs worked for therapy. Technical services reviewed that tingling by the ins site and impedance issue is due to a connection issue. No further complications were reported.